Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported a strong ¿peroxide smell¿ or odor emitting from the sterrad 100s sterilizer. The customer stated the issue has been going on for about 24 hours and they are wearing masks when entering the room. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Product available for return correction from no to yes. Device evaluated by manufacturer correction from not returned to manufacturer to yes. The investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue was reviewed from (B)(6) 2017 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter completed the test cycle with no faults or errors and no smoke, haze, mist or odor was detected. The reason for return of the catalytic converter was not confirmed. The oil mist filter was returned and tested. The oil mist completed the test cycle with no faults or errors and no smoke, haze, mist or odor was detected. The reason for return of the oil mist filter was not confirmed. The assignable cause of the odor/smells issue is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).